Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with fingerstick readings up to 551 mg/dl and subsequently trending down to 397 mg/dl, and the ilet displayed a libre sensor error; the user has long-standing diabetes with reported scar tissue and uses prefilled cartridges, and a full supply change was performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component details were limited due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.